Manufacturer narrative:
(B)(4). Additional information: additional questions asked and the following was received: did the device deliver a complete cut line? Yes. Were any issues noted with cut line? Did not appear to be. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not at the beginning of firing, only towards the end did the gearing noise sound laboured/higher pitched. Were any of the forces higher or lower than expected (closing or opening)? Forces slightly higher upon closing not opening. What other color cartridges were used after this event? Green. Patient has returned home with no complications.

Event description:
It was reported that during a sleeve gastrectomy, upon first firing, green reload misfired. The surgeon was required to oversew same portion of stomach due to three rows of staples on patient side not being deployed. Delay 20 minutes. No adverse event to patient.

Manufacturer narrative:
(B)(4). Results: damaged cartridge, damaged one piece sled, damaged drivers, photograph. Three attempts were made to obtain additional information. To date no response has not been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patient¿s bmi? What other color cartridges were used after this event? How was the procedure completed? Did the device deliver a complete cut line? Were any issues noted with cut line? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)? The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be dislodged at proximal left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A photographic image was received. Upon review, evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed. However, the photographs do not provide evidence relative to what may have caused the issue.